Event description:
The customer reported difficulty in pressing the quick bolus/wake button on the pump, requiring multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by removing the pump from its case and confirmed the button difficulty persisted. To resolve the issue, technical support arranged for a replacement pump and advised the customer on using a backup insulin therapy to prevent interruptions. The customer was informed about returning the problematic pump using a pre-paid label and understood all instructions provided. Customer reverted to manual injections for insulin therapy.